Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and a related connector pin was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.